Event description:
Ivus catheter was inserted during a stemi (st-segment elevation myocardial infarction). It was difficult to remove after imaging was complete and upon removal noted to be intact, but damaged. Supply was saved and provided to inventory department to contact company.